Manufacturer narrative:
The field service engineer found the diluent and internal standard dispense nozzles were incorrectly positioned and caused fluid to splash out of the ise mix chamber. He adjusted the position of the nozzle on both ise units, ran ise checks, recalibrated, and ran qc and precision testing. All results were within specifications. The investigation determined the service actions resolved the issue. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 results for five patient samples from the cobas 8000 cobas ise module. The initial results were reported outside of the laboratory and were questioned by a nurse practitioner who requested repeat testing. Patient 1 initial sodium was 149 mmol/l and repeat results were 133 mmol/l and 138 mmol/l. Patient 2 initial sodium result was 157 mmol/l and the repeat result was 104 mmol/l. The initial potassium was 4.7 mmol/l and the repeat result was 4.2 mmol/l. The initial chloride result was 94 mmol/l and the repeat result was 106 mmol/l. Patient 3 initial sodium result was 175 mmol/l and repeat results were 142 mmol/l and 143 mmol/l. The initial potassium was 5.2 mmol/l and the repeat result was 4.2 mmol/l. The initial chloride result was 80 mmol/l and the repeat result was 104 mmol/l. Patient 4 initial sodium was 173 mmol/l and the repeat result was 152 mmol/l. Patient 5 initial sodium result was 155 mmol/l and repeat results were 134 mmol/l and 135 mmol/l. The initial potassium was 5.0 mmol/l and the repeat result was 4.3 mmol/l. The initial chloride result was 82 mmol/l and the repeat result was 100 mmol/l. The electrode lot numbers and expiration dates were requested but were not provided.